Event description:
Customer reported the extension set was leaking issues in the nicu. The set seemed to be leaking at the "small circle on the larger filter circle area". The product was on a pt at the time. No pt harm or medical intervention was reported. No additional pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow report will be submitted once the failure investigation has been completed.